Event description:
The hcp reported that, the pt has not reached efficacy despite daily dose increases since the pump replacement in 2007 and then a catheter revision approx. 1 month later, the pt had been on the same dose and concentration for approximately 10 years, but since these surgeries, she has steadily needed increased dosages from 240 mcg to 274 mcg/day. The pt's tone has decreased since then, but not back to what he was prior to the surgeries. The hcp stated at the most recent surgery for the catheter revision, there was good csf backflow following the revision. The hcp sent a sample of the drug for analysis to determine the actual concentration as she believes not all of the sterile water was removed from the reservoir at the replacement, which would have diluted the original concentration. The hcp believes that is why she has had to increase the dose to decrease the pt's spasticity levels. The hcp will wait for the analysis results prior to changing the drug. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.